Manufacturer narrative:
At this time, the s-ICD system remains implanted and in service. The patient will be brought in again to see if the antibiotics resolved the issue. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a pocket infection. The area is slightly red and inflamed. As a result, the patient is receiving antibiotic treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was provided a course of antibiotics; however, it did not resolve the infection and the s-ICD system was explanted. No additional adverse patient effects were reported.